Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not booting into the cns application. They also found that the switch the cns was connected to was not getting power, but the system light on the switch was lit. No patient harm or injury was reported. Investigation summary: the cns was sent into nihon kohden repair center (nk rc) for evaluation. Based on the evaluation of the device nk rc was able to confirm the reported issues were due to a malfunctioning hard disk drive (hdd), due to the customer's lack of performing preventative maintenance. As the hard disk drive was not replaced at the recommended time frame, leading to the reported malfunction of the hdd. Nk rc replaced the hdd, to mitigate the issue, and the repaired device was returned to the customer. Nk ts also provided education, guidance, and assistance to the customer, as needed throughout the process. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was not booting into the cns application. They also found that the switch the cns was connected to was not getting power, but the system light on the cisco switch was lit. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) not booting into the application. They also found that the switch where the cns connects is not getting any power, and that the system light is turned on for the cisco switch. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.